Event description:
Healthcare professional reported "simple cystic structures," "lobulated contours," "nodular image of contrast uptake in the internal periareolar region," and "capsular contracture, without signs of rupture" against left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particles material was found on the shell, deformation the device and cloudy. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "simple cystic structures," "lobulated contours," "nodular image of contrast uptake in the internal parareolar region," "body inflammation" and "capsular contracture, without signs of rupture" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Further reported was "internal pain, body inflammation."